Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is in response to medwatch #5079742.

Event description:
Procedure performed: lap chole. "The clip applier performed a successfully at the cholangiogram zone. The surgeon experienced scissoring when ligating the duct. The clip applier was removed and another clip was introduced." Additional information was received via telephone on 07sep2018 at 1:16pm from applied medical account manager. The rep spoke with the staff and the surgeon after the case. The clip applier was successful until the surgeon tried to ligate the duct. The clips began to scissor. The surgeon tried to remove the clip applier and the 5mm z thread applied medical trocar came out along with the clip applier . The surgeon replaced the trocar with a competitor 5mm trocar and tried unsuccessfully to insert a new applied medical clip applier down the competitor trocar. The clip applier was thrown across the room and broke in half. The surgeon then used a competitor scalpel to complete the case. No patient injury occurred. The surgeon previously used the applied medical clip applier during the conversion. This was the first case post conversion. It was unknown if the clip was loaded in the jaws upon clip applier insertion or removal. The surgeon reported the problems and the device is at the hospital with risk management. The device will be available for return when the facility allows. Pictures were provided. The device was traced to the hospital warehouse. Additional information was received via mail on 19oct2018 from the FDA #mw5079742 pt in surgery for laparoscopic cholecystectomy with intraoperative cholangiogram. The applied medical epix universal clip applier, ca 500, lot # 1329323, misfired multiple times (scissored/ criss crossed). In addition, the clip applier pulled the trocar out when the surgeon was attempting to remove only the clip applier. No harm to the pt per the surgeon. New equipment was obtained to continue the surgery effectively. Patient status: no patient injury occurred.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. "The clip applier performed a successfully at the cholangiogram zone. The surgeon experienced scissoring when ligating the duct. The clip applier was removed and another clip was introduced." Additional information was received via telephone on 07sep2018 at 1:16pm from applied medical account manager. The rep spoke with the staff and the surgeon after the case. The clip applier was successful until the surgeon tried to ligate the duct. The clips began to scissor. The surgeon tried to remove the clip applier and the 5mm z thread applied medical trocar came out along with the clip applier . The surgeon replaced the trocar with a competitor 5mm trocar and tried unsuccessfully to insert a new applied medical clip applier down the competitor trocar. The clip applier was thrown across the room and broke in half. The surgeon then used a competitor scalpel to complete the case. No patient injury occurred. The surgeon previously used the applied medical clip applier during the conversion. This was the first case post conversion. It was unknown if the clip was loaded in the jaws upon clip applier insertion or removal. The surgeon reported the problems and the device is at the hospital with risk management. The device will be available for return when the facility allows. Pictures were provided. The device was traced to the hospital warehouse. Patient status: no patient injury occurred.